Event description:
It was reported that post implant of the the patient's extravascular implantable cardioverter defibrillator (ev-ICD) system and with use of the sternal tunneling tool the patient experienced ongoing substernal and lateral mid-axilla pocket site pain. The patient required ongoing medication for pain relief, including paracetamol, tramadol, and ibuprofen. The pain prolonged the patient's hospitalization. The device remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4, serial# (B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.